Event description:
It was reported that this pacemaker was explanted due to an unknown issue. A new device was successfully implanted. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.

Event description:
It was reported that this pacemaker was explanted due to an unknown issue. A new device was successfully implanted. Additional information from the field indicated this pacemaker was explanted for a battery with better longevity. No additional patient adverse effects were reported. It is unknown if this device will be returned to boston scientific for analysis.